Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: 12mm optical versaport being used as epigastric port. Weck horizon 10mm large reusable clip applier was being used and caught on port seal when passed through. Seal broke and fell into pt. Was retrieved and new jnj port opened and used. No negative outcome or significant extension of operating time. Corrective action taken relevant to the care of the pt: new port opened and used. Pt outcome: operation completed successfully.

Manufacturer narrative:
(B)(4).